Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 11:30pm at home. End-user stated that she tested her blood glucose with her prodigy meter and received a result of 194mg/dl, a normal result for that time of day is usually around 101-120mg/dl. The end-user state that she started to feel all over numbness and was unable to move. She stated that she felt as though she was having a stroke or heart attack due to chest pain and slurred speech. Paramedics were called approximately 10 minutes after testing with the prodigy meter. The end-user said there was no food drink or medication consumed while waiting for the paramedics. Paramedics arrived within 15 minutes and tested the end-users blood glucose with their meter and received a result of 55mg/dl. They did not test with the end-users prodigy meter. The end-user was given a glucose solution by IV and was transported to (B)(6) medical center located at (B)(6) by paramedics. The end-user does not recall what her blood glucose was when she arrived at the hospital, nor could she recall what treatment she received regarding raising her blood glucose. The end-user stated that she is on dialysis and received treatment for her potassium being to high. She stated that she was in the hospital from wednesday at 12 pm to thursday at 8pm. The end-use is on a sliding scale for her novolog as follows over 150mg/dl 2 units over 201mg/dl 4 units over 250mg/dl 6 units over 300mg/dl 8 units over 400mg/dl 12 units and contact doctor. End-user stated that her blood glucose was not checked before she was discharged, and she was told to follow up with her primary doctor.